Event description:
The patient¿s mother reported that the patient¿s blood glucose level increased to 1,440 mg/dl after wearing the pod for an unspecified duration. Reported symptoms included delirium and lethargy. The patient was taken to the emergency room and admitted to the hospital on (B)(6) 2025, where they were diagnosed with diabetic ketoacidosis. It was further noted that, upon removal of the pod by hospital staff, the cannula was observed to not be inserted into the skin, and insulin leakage was present. The patient¿s mother also reported that at some point the controller switched to manual mode after operating in automated mode for five minutes; however, no information was available to determine whether this was related to the reported event. The patient was treated with intravenous insulin and saline and was discharged on (B)(6) 2025. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.